Event description:
The customer reported the unit had a problem with the air valve. The customer reported the device was in use and there was no patient harm. While servicing the ventilator, the manufacturers service technician reported the device diagnostic log history noted an occurrence of a 12/24 volt power failure with a vent inop occurrence during subsequent restart into operation. If a 24/12 volt failure of the ventilator occurs during use and results in a shutdown of the ventilator, an audible power fail alarm will activate. There was no recurrence of the finding during testing. The manufacturers field service engineer replaced the air valve and motor controller board to address the finding. Applicable final testing was completed and tests passed per operating specifications.